Event description:
It was reported that at a follow up this device exhibited an error code 1005 due to an open circuit detected during a charge. After the error message occurred the competitor leads were checked and it was confirmed that the pacing and shock impedance measurement were high and out of range on the right ventricular channel. In the arrhythmia logbook an inappropriate shock was seen due to noise/oversensing. The device was reprogrammed and a follow up will be done to possibly reposition the right ventricular competitor lead. All measurements were normal on the right atrial channel. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).